Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, brown and yellow particles in the shell, crystalline in the gel and deformation device. Cloudy and voids in the gel observed after autoclave cycle creases are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture baker grade 3 and pain as well as deformation and folds of the device diagnosed by ultrasound scan. This record relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade 3 and pain as well as deformation and folds of the device diagnosed by ultrasound scan. This record relates to the left side. Device has been explanted.